Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector in reference to no shut off. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted with sleeve in closed position. The set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking the complaint was confirmed in the lab for no shut off. The root cause was undetermined.

Event description:
Baxter (B)(4) reveiced a report that after 1 week of use, the liquid can not be stopped even if closing the clamp. No patient injury reported. No use addional disinfectant.